Manufacturer narrative:
The reported event of bent lead was confirmed. Visual inspection of the lead revealed an abnormal bend at 10.0mm distal to the non-active contact of the terminal end. Approximately 20.0cm of the terminal end of the lead was discolored. Microscopic inspection revealed fluid intrusion had occurred in the inner tubing (stylet tubing). The cause of the fluid intrusion occurring in the inner tubing could not be determined due to being severely discolored. Microscopic inspection of the lead did not reveal any outer tubing breaches or broken lead wires. There was a pair of set screw marks on the non-active contact of the lead terminal end, indicating that the lead was properly and fully inserted inside the ipg header and secured. The lead passed resistance and insulation testing for all channels.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported patient experienced electrical shocks at the level of the lumbar belt. As patient underwent surgical procedure, the lead was found bent in one place with liquid inside. As a result, the ipg and lead were explanted and replaced to address the issues. Therapy was restored post-op.